Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 89,887 joules during a prostate procedure. The procedure was completed with another fiber. No patient or end user injury was reported. The procedure had been initiated with two other fibers, which were also reported (reference MFR report numbers 2937094-2012-00258 and 2937094-2012-00259).

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.